Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), product type: pump. (B)(4).

Event description:
Information was received from a health care provider (hcp) via a representative regarding a patient in (B)(6) who was receiving an morphine 2 mg/ml, dose not provided, via an implantable pump. The indication for use was failed back syndrome (fbss). The medical history was unknown at the time of the report. The patient's concomitant medications could not be obtained. The implant and explant dates of the catheter were not obtainable. It was reported that in (B)(6) of 2015 the patient showed abstinence symptoms and there were differences during a refilling session, the differences not recorded. Further checking revealed that a granuloma was at the high of "bwk8". A new ascend a catheter was implanted in (B)(6) 2015 and connected to the implanted pump (tip bwk 1)- "cranial the granuloma". At the time of the report the patient's status was reported as alive-no injury. Additional information was requested to determine the lot number of the catheter and the replacement catheter, event date of the granuloma, actions performed to determine the granuloma and dates involved. However, there was report that there was very "few" information available concerning this event and nothing further was provided. Additional attempt was made to verify the morphine dose at the time of the event. Should additional information be received a supplemental report will be filed.

Event description:
On 2016-01-04, additional information was received from a foreign manufacturer representative (rep). It was reported that the patient's daily dose of morphine was 2 mg/d in combination with clonidine (unknown dose).

Event description:
Additional information was requested to clarify the specific volume discrepancy, definition of bwk8, clarification of bwk1, cranial the granuloma, confirmation of location of the granuloma- tip of the catheter, the relationship of the volume discrepancy and the granuloma, the concentration and dose of the clonidine, and resolution of the granuloma. However, the representative had no further information about this case. Should additional information be received, a supplemental report will be filed.